Event description:
According to homedics, inc. MDR no. 1832894-2007-00064 stating, "bp monitor reading high. Consumer took blood pressure medication due to high reading."

Manufacturer narrative:
No returned unit for evaluation.